Manufacturer narrative:
(B)(4). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the locking screw was used for a distal radius fracture case, while, applying torque to the locking screw, the surgeon did not feel the screw was tightened. The surgeon confirmed through x-ray that the locking screw head penetrated the locking hole. The reported screw was retrieved from the penetration hole, the surgeon reported that the thread of the screw looked like it ¿ peeled off¿ from the shaft. The operation was completed, but extended for 5 minutes due to this event. This is report 1 of 2 for (B)(4).